Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and performed circuit calibration and performance check before servicing the oscillator. The unit mean pressure is at 24.0 cmh2o and amplitude (deltap) is at 62 cmh2o. Per ranges unit is within specifications. Inspection reveals that the inspiratory time display and frequency display minimum ranges were out of specifications. All calibrations were performed and the unit passes all calibratios /tests and is within manufacturer specifications. The oscillator is ready for use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator stopped oscillating prior patient use and will not start up. Furthermore, there was no patient associated with the reported event.